Event description:
During a trochanteric fixation nail (tfn) procedure the assembly was slipping after the triple tfn sleeve was tightened. Another assembly was used to successfully complete the procedure. No adverse event to patient. There was no delay in the procedure. This complaint is on the buttress compression nut. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of the DHR indicates there was one (B)(4) for : item 1 - 2 parts with thread m18x1.5-6h go gage not going ; item 2- 6 parts with chatter on threads. The entire lot was returned to supplier for rework of both items 1 and 2, re-inspected 100% and passed. It cannot be determined if these nonconformances are related to the slipping issue. All other records indicate the product shipped was manufactured to specifications. The device was returned and the investigation is ongoing. Placeholder.